Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a stumble and since then had a sudden increase in pain. This occurred two weeks ago and they couldn't turn stimulation up past "350" because they couldn't tolerate it, it made their voice shake, and they had a shaky sensation across their body. The increased pain was down their leg. No further complications reported.